Event description:
Customer cited low readings on precision qid device (51mg/dl) when compared to a laboratory comparison (329mg/dl). When the alleged results were plotted onto a clarke error grid, they fell into the "e" zone which is considered clinically significant. There was no report of death or serious injury. Medical intervention was not required.